Manufacturer narrative:
Section d9 was updated. H6 code was added. The thermogard xp ivtm system (sn (B)(6) was returned to zoll san jose for in-depth evaluation and servicing. During functional testing, the reported complaint of failure to power on was confirmed. The root cause was identified as incorrect fuse placement within the fuse box, along with the installation of an incompatible left rear bracket in the console. These issues were traced back to a repair attempt performed by biomed. Following the replacement of the correct rear bracket and the reinstallation of the fuses in their designated positions, the console successfully passed functional testing. The event log data revealed several error messages, including mid:14 (bg power supply), mid:16 (software related), and tcmid:08 (coolant temp low), recorded around the customer's reported event date. These error messages were not reported by the customer, but they were possibly related to the use of an incompatible left rear bracket and improper fuse installation within the fuse box. Zoll is awaiting the customer's approval for repair.

Manufacturer narrative:
Zoll service inspected the thermogard xp ivtm system (sn (B)(6)) at the customer's site. The reported complaint that the thermogard system failed to power on was confirmed during functional testing. The most likely root cause of the issue was the defective power supply, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard console was manufactured in october 2013 and is almost 12 years old. Event log data could not be retrieved due to the system's inability to power on. The preliminary functional testing failed as the thermogard system would not power up, confirming the reported complaint. Fuses were inspected, and no issue was found. The customer was using a non-zoll power cord; however, functional test was performed with a standard zoll power cord, but it still did not power up. This indicates that the power supply is likely defective and needs to be replaced to resolve the issue. Zoll will recommend replacing the non-zoll power cord with a standard zoll power cord to the customer. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported to their biomedical engineer that the thermogard xp ivtm system (sn (B)(6)) failed to power on. Upon inspection, the biomed discovered blown fuses. After replacing the fuses, the system still did not power up. No patient involvement.